Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the resident was mobilised on the wheelchair by two nursing staff with the lift and was lowered to a bed by two nurses, at this time the injury was noticed. The patient sustained fractured of the femur. The customer cannot provide information in what circumstances the injury was sustained. The relative (husband) is of the opinion that it can only come from the lift.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the resident was mobilised on the wheelchair by two nursing staff with the lift and was lowered to a bed by two nurses, at this time the injury was noticed. The patient sustained fractured of the femur. The customer cannot provide information in what circumstances the injury was sustained. The relative (husband) is of the opinion that it can only come from the lift.

Manufacturer narrative:
Arjo was informed about an event involving arjo passive floor lift maxi move. A customer reported that a patient was transferred by two nurse to a wheelchair. After half an hour, the resident was transferred from a wheelchair to a bed. At this time the patient injury was noticed without any knowledge how it occurred . The patient sustained a fracture of the femur. The patient's relative (husband) suggested that the injury was sustained during the lift transfer. After the event, the device was evaluated by the arjo technician and no device malfunction was found. Due to limited information provided by the customer, it is impossible to define how the patient sustained the reported injury. Looking at the incident scenario it has been established that a passive floor lift was used for patient handling at the time of the event. No device malfunction was noticed which might lead to patient injury. The complaint was decided to be reportable in an abundance of caution due to the allegation that the patient sustained a serious injury during the transfer using arjo device.